Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. The customer reported 280 mg/dl, which was addressed with a correction bolus. It was confirmed that the customer will continue to use the current pump until replacement pump arrives.